Event description:
I had the essure procedure performed (B)(6) 2005. I have had so many problems since, back pain, pelvic pain, bleeding, longer and painful periods, weight gain, discharge and rashes, painful intercourse, breast tenderness, blood clots, body aches.